Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had interstim for problems following anal cancer, chemo and radiation therapy that cooked their anal muscle. The caller stated the problem was that they had diarrhea bad, they couldn't regulate the unit, the caller thought the unit had moved a couple of inches when they used to feel it, it felt like a quarter now they felt the edge. The patient programmer showed the stimulation off. When they turned the device back on, they didn't feel stimulation. The caller stated that it was on program 1 at 0.4 and then increased to 0.8. The caller thought they the patient may have accidentally turned it off a couple of days ago. It was reported the patient had a back operation about 4 months ago that was about a foot and a half away form the device but it was not related to the medtronic device. It was also noted the patient does a lot of exercises for their back and they lay on a bed and raise their legs. No further complications were reported as a result of this event.